Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had aortic insufficiency. Cardiac surgery with tricuspid valve formation was performed. The patient was hospitalized from (B)(6) 2023.

Manufacturer narrative:
Section a: patient information corrected b2: outcomes corrected e1: reporter phone number and email were not available. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported aortic insufficiency could not be conclusively established through this evaluation. It was noted that the event was considered to be device related. It was communicated that the account will not provide any additional information related to the event. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.